Manufacturer narrative:
Even if no serious injury resulted in this event, calibration related issues in endo motors have led to file separation in the past. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that vdw silver reciproc stops during treatment and when trying to calibrate device, message "error 1" is displayed on screen. Outcome of the event is unknown as of this MDR and additional information has been requested.

Manufacturer narrative:
Additional information was received indicating that no injury resulted. Evaluation found a micromotor defect.